Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the device, including an event with a lowest blood glucose of 45 mg/dl and another low of 74 mg/dl that was rising during the call, and the user self-treated with oral carbohydrates such as candy, juice, and soda following standard instructions to consume 15 grams of fast-acting carbohydrates and recheck after 15 minutes. Symptoms included no loss of consciousness, no dizziness, and no diabetic ketoacidosis. Outcomes included temporary interference with daily activities without the need for medical intervention or hospitalization. Investigation included technical review, user interview, and troubleshooting and education with reinforcement of hypoglycemia treatment guidance. Investigation of this case revealed no device malfunction, and the cause of hypoglycemia remained unclear. It was concluded that the event was consistent with user-experienced hypoglycemia of unclear cause without device performance failure.